Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room on (B)(6) 2019 due to diabetic seizures with blood glucose level of 150 mg/dl. The customer was given glucagon because of bubbles that¿s been forming in his reservoir. The customer reported hundreds of air bubbles from the top and not at the bottom of the reservoir and they were successfully removed. Customer declined to perform a care link upload. The insulin pump will not be returned for analysis.